Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered one inappropriate shock due to atrial fibrillation (af) with rapid ventricular response (rvr). No additional adverse patient effects were reported. Device reprogramming options were discussed. Product remains in service. Additional information indicates this implantable cardioverter defibrillator (ICD) delivered another inappropriate shock due to atrial fibrillation (af) with rapid ventricular response (rvr). Patient is non-complaint with medication and a frequent alcohol consumer. Reprogramming options discussed to reduce instances of inappropriate shocks.